Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor issue was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain reading. As a result, customer experienced loss of consciousness and was unable to self-treat. Paramedics were called by a non-healthcare professional (non-hcp) and were treated with two glasses of orange juice, two sugar cubes and candy for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.